Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). An unspecified guide catheter was advanced. A 2.75mm x 32mm veriflex¿ stent delivery system (sds) was selected; however the device was unable to cross the target lesion. An unspecified balloon catheter was then advanced to dilate the lesion. The physician attempted to reinsert the sds; however it was noted that the edge of the stent seemed to lift up off of the delivery system. The procedure was completed with a 2.5mm x 24mm veriflex stent. No patient complications were reported and the patient¿s status was fine.